Event description:
It was reported that during a sigmoid colon resection procedure, the surgeon fired stapler, there was no staple line. Second stapler functioned properly. Case completed with another device of the same product code. No patient consequence.

Manufacturer narrative:
Tracking # 457456-0; date sent: 7/7/2006.